Event description:
It has been reported that one syringe 10ml ll s/c 200 has been found cracked before use. The following has been provided by the initial reporter: it was reported that facility noticed another syringe barrel cracked. Per phone call: health professional called to report that they found anther syringe cracked when pulled out of the package.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syringe 10ml ll s/c 200 has been found cracked before use. The following has been provided by the initial reporter: it was reported that facility noticed another syringe barrel cracked. Per phone call: health professional called to report that they found anther syringe cracked when pulled out of the package.